Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for atrial septal defect. It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure, reducing the mitral regurgitation from grade 4 to grade 2. Post clip implantation, the steerable guide catheter was removed from the left atrium and a bi-directional left to right dominant shunt was noted. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of atrial septal defect (atrial perforation), is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported atrial septal defect (asd) was likely related to patient morphology/pathology and/or user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr). One clip was implanted without issue. No treatment was provided for the bi-directional shunt and the patient was discharged to home. No additional information was provided.